Event description:
Pt found to have broken vascular access device. Implanted hub removed surgically. Retained catheter portion removed in separate procedure by interventional radiologist. Device was not implanted at this facility; rptr has been unable to determine who the MFR is in order to report it, thus the report to FDA.